Event description:
Infant with umbilical artery catheter in place attached to smiths medical kids kit adapter. This adapter is attached to tubing for blood pressure monitoring and blood collection. Concern noted during blood collection. Blood was pulled back into the closed system tubing to allow for a specific amount of waste before aspirating blood from the port for labwork. When aspirating the blood, air was also noted to enter the syringe which affected the sample. Staff are concerned that air entered the line via the kid's kit needleless port device. It was reported the correct procedure for collecting the blood sample was followed. The syringe was appropriately attached to the blunt cannula and the blunt cannula was inserted into the kid's kit port. Due to the air entering the line, the tubing had to be replaced which then requires discarding the infant's blood that has been pulled back into the closed system. This discarded amount can be significant due to the size of the infant.